Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has been verified and remedied. Preventive replacement of o-rings performed. Motor corroded - motor replaced. Motor does not turn: motor replaced. Resistance value out of specs: handcontrol set replaced. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test completed. Unit cleaned. Safety test checklist enclosed. As per input check report, the device had short circuit, and the values of the keypad are out of range. The possible root cause could be the fluid ingress into the motor compartment. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the article was defective.